Manufacturer narrative:
Date sent to the FDA: 04/03/2009. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Customer reported that the surgical drain broke during a planned explant 13 days after the device was initially placed into service. A fragment of the device remained within the patient's abdomen. The patient was returned to surgery two days after the device broke for an exploration and removal of the retained fragment.